Event description:
It was reported that the customer's wife gave the customer a glucagon shot to treat for low blood glucose, but the customer's blood glucose levels never elevated and he passed away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.